Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that the valve was implanted on (b)(6) 2024, with no complications reported by the distributor. In (b)(6) 2025, a request to have the valve adjusted was received, and the distributor went to perform the adjustment. It was noted it was quite difficult to locate the valve as the patient was overweight, and the programming was different from the last setting provided by the doctor. At that point, the doctor requested that the distributor schedule further appointments to assess the possibility of a surgical revision. According the the distributor's report, the valve pressure fluctuation continued, leading the doctor to request a revision surgery. The procedure has not been performed as the hospital claimed the problem was with the valve and was requesting a new valve through extrajudicia l means. However, it was noted that the valve malfunction involved several factors such as magnetic fields, and the patient's body, which due to excess protein, can prevent the device from functioning properly. The patient's current status at the time of the report was alive- no injury.